Manufacturer narrative:
Correction: the codes of (B)(4) and (B)(4) should not have been coded previously as they were not related to the device or therapy if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and stated that while the patient was in the ER for the shoulder pain they contracted pneumonia (social pneumonia") from the ER visit. The patient stated that they were admitted to the hospital for 4 days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported having medical complications following the implant. On (B)(6) 2017 the patient developed severe pain in their shoulder. The patient¿s healthcare professional (hcp) told the patient that it was a result of being twisted around on the surgery table. The patient noted that they never had this problem before. The patient went to the emergency room (ER) where they treated them for the pain and was sent home on tuesday. On sunday the patient went back to the ER in an ambulance and was admitted to the hospital for pain in their shoulders and also for their back pain. The patient was there for four days. The patient reported having been doped up on morphine for the four days they were in the hospital. After, the patient was transferred to a rehabilitation hospital and they were there for a week and five days. The patient has now been sitting at home in a home care because of the difficulty swallowing and other issues because of the tube they put in the patient that damaged their throat. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.